Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03974. It was reported that balloon rupture occurred. The target lesion was located in the left iliac artery. A 7.0x60, 135cm charger balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured at 13 atmospheres. The ruptured balloon was completely removed from the patient's body. A non bsc balloon catheter was then used to pre-dilate the lesion. Subsequently, a 8.0x40x75cm express ld iliac / biliary stent was advanced to treat the lesion. However, during procedure, the stent was not able to cross the lesion and upon removing the device, the stent came off the balloon. The stent was then retrieved with a snare in the right iliac artery. No patient complications were reported and the patient was okay.